Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2023-94252. It was reported that the patient presented remotely via merlin.net. Upon review, the capped right atrial lead exhibited noise that was oversensed by the device. Meanwhile, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient was stable and would continue to be monitored.